Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had unresponsive buttons. The customer's blood glucose level was 27mg/dl. The customer's most current level was 170mg/dl. The customer treated the lows with glucagon shot. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. All buttons are functioning properly no damage was found on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.